Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire. Visual analysis revealed that the guide wire was unraveled. No definite kinks were observed, but this cannot be confirmed without the actual complaint sample returned for analysis. A probable cause of the guide wire becoming unraveled cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveling could not be officially confirmed through examination of the customer supplied photo. The image showed that the guide wire was unraveled; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.